Manufacturer narrative:
It was reported the pharmacist noticed a floating particulate within two products of the same lot. The customer reported the particulate resembled "a plastic thread in the IV bag". The product samples were not available for return by the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate was identified within two product samples of product 66040 by the pharmacy during inspection after filling the bags. The customer reported the bags were discarded by the pharmacy and are not available for evaluation. There was no patient involvement. No additional information is available.